Event description:
Additional information: litigation papers allege the patient was revised due to severe metal poisoning and metallosis.

Event description:
Patient was revised due to pain. Medical records were obtained. Records indicated that there was significant soft tissue inflammation with a mass over the anteromedial aspect of the hip, which was avascular, filled with a black material. The intra-articular capsule was also stained with grayish black color. ***update*** (B)(4) 2012 litigation papers allege the patient was revised due to severe metal poisoning and metallosis. There was no new information received that would impact the outcome of this investigation. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient was revised due to pain. Medical records were obtained. Records indicated that there was significant soft tissue inflammation with a mass over the anteromedial aspect of the hip, which was avascular, filled with a black material. The intra-articular capsule was also stained with grayish black color.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.